Manufacturer narrative:
Concomitant medical products: d284trk, ICD, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead coil electrode exhibited high defibrillation impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.